Manufacturer narrative:
Solution spill. Capital equipment, evaluated at customer site. The customer replaced the float switch, changed the basin sensor and reported a successful troubleshooting. Customer repaired unit. Results - float switch and basin sensor.

Event description:
The customer reported that the unit was overfilling during the wash and was leaking cidex from the reservoir. The customer replaced the float switch, changed the basin sensor and reported a successful troubleshooting. There were no reports of physical complaints related to the leak.